Manufacturer narrative:
H2: additional information - the lot number for the camera was received, p901787. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. Insufficient information was provided. Previously reported codes, c20 and d15 are applicable as well as newly reported code, b01. H2) correction made to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer faulted message indicated malfunctioning of the positioning sensor unit (psu), and measures were to be taken by replacing the psu. No patient was present.

Event description:
Medtronic received, information regarding a navigation system being used outside of a procedure. It was reported, that the localizer faulted message indicated malfunctioning of the power supply unit. And measures were to be taken, by replacing the power supply unit. No patient was present.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: product ID: 9735821 (lot#: unknown), product type: 2543-mnav - system. H3: no parts have been received, by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.